Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient harmed as a result of this malfunction. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Please note: this case is related to case reported under (B)(6) and MFR. Report #: 2243969-2014-00195 reported on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported the device demonstrated a slow deflation of the fms balloon resulting in expulsion from the patients' rectum. Re-insertion was attempted a few times without success and then discontinued.